Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs, and five opened/used reservoirs. The reservoirs passed per specification, and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. The reservoirs connected locked in place properly.

Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer reported that they experienced very large and long air bubbles, which they are able to remove after pushing out manually, but will the experience them again the day after. The customer was advised that we will replace box with specific lot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.